Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument (s/n (B)(4)). The sample was auto rerun on the same instrument, resulting similar to the initial result. The discordant result was reported to the nursing home staff, who questioned it. A new sample was obtained from the patient and was run and auto rerun on the same instrument, resulting higher than the initial result. The new sample was repeated with an auto rerun on the same instrument, also resulting higher than the initial results. The original sample was run and auto rerun on the same instrument and on an alternate dimension vista instrument, resulting higher than the initial results on the same instrument and lower on an alternate dimension vista instrument. The new sample was run and auto rerun on an alternate dimension vista instrument, resulting higher than the initial discordant result. The corrected result was reported to the nursing home staff. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant vancomycin results. The customer ran quality controls (qc) on both dimension vista instruments, which were within acceptable ranges. The customer also performed precision testing on both dimension vista instruments and precision was acceptable on both instruments. The customer then ran three patient samples and the comparison for the results were acceptable between the two dimension vista instruments. The cause of discordant, falsely low vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.